Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The target lesion was located in the mildly tortuous and moderately calcified right coronary artery (rca). After plain old balloon angioplasty (poba) was performed, a 3.00mm x 32mm promus element plus stent was advanced however, the device was unable to cross the lesion. The physician removed the device to perform additional dilatation. Upon inspection outside patient¿s body, it was noted that the stent strut was lifted. The procedure was completed with a different device. No patient complications were reported and patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination found that the stent was damaged at the proximal end. Struts on the two most proximal rows were misaligned and pushed distally. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The catheter was returned in two sections due to a separation 95mm from the tip. The point where the catheter lumen was separated showed a clear straight cut most likely caused by a sharp object rather than a breakage caused by tensile forces. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that there was no separation occurred inside the patient body and the device was removed intact.